Event description:
It is reported that the patient was revised due to pain and had elevated cocr blood ion levels.

Manufacturer narrative:
This report will be amended when our investigation is complete.